Event description:
It was reported that the right ventricular (rv) lead alerted for a high superior vena cava (svc) impedance. It was also noted the rv and svc impedance measurements had been trending up. Follow up with the company representative indicated the patient will be seen for a device check. The lead remains in use. No patient complications have been reported as a result of this event.